Event description:
It was reported that the lead dislodged. The patient experienced phrenic nerve stimulation. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.